Event description:
It was reported that the lens was implanted at one facility ((B)(6) surgery center, (B)(6)) on (B)(6) 2009 and explanted at another facility ((B)(6) surgery center, (B)(6)) on (B)(6) 2014. It was stated that the patient had retinal laser used and yag (yttrium aluminium garnet) used, and there were opacities and burns to the intraocular lens (iol). It was stated that the patient could no longer see through it. The incision was enlarged to explant the lens. The replacement lens is ma60ac +21.5 serial no. 12199469045. Follow-up indicated that the patient is now 20/20. No vitrectomy was required. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Device manufacture date: february 2009. The lens sample was returned to the manufacturer for evaluation. The lens sample was visually inspected under microscope. A half of lens was returned with one of the haptics broken. Also, it was observed that there were surface residuals (fiber/particles) and stains. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Manufacturing record review was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass disposition. No deviation was identified or non-conformance (ncr) was generated during the manufacturing process. The review of the slit lamp inspection results of silicone lens inspection shows that all the lenses sampled had an acceptable haze level. No lens was rejected at the slit lamp operation. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.